Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/24/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The skin reaction was described as red and itchy. Affected area was treated with hydrocortisone cream prescribed on (B)(6) 2016, for a previous skin reaction. No additional event or patient information was provided. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.